Event description:
Revision surgery - due to implant wear.

Manufacturer narrative:
Delivered on 04/28/2023 under report number 1644408-2023-00496, it was found to be a duplicate report number. Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.